Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had receiving error 242.4030, pulled error log error occurred on 4/7,4/8 and 4/9. Performed pm procedure in asm, failed step 2 of instrument inspection, when opening door device alarms and displays error code 242.4030 on pcu.. There was no patient involvement.